Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they hospitalized due to high blood glucose in 2014 with unknown blood glucose levels at the time of the incident. The customer did not mention how they treated. The customer experienced symptoms such as a coma. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as this was a past event. The insulin pump will not be returned for analysis.